Manufacturer narrative:
The network engineer reported that the bedside monitor reboots when the spo2 alarm is silenced from the central nurse's station (cns), remote network station (rns), or bedside monitor. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: central nurse's station: model: cns-6801a, sn: (B)(4). Transmitter: model: gz-120pa, sn: (B)(4).

Event description:
The network engineer reported that the bedside monitor reboots when the spo2 alarm is silenced from the central nurse's station (cns), remote network station (rns), or bedside monitor. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, the customer at (B)(6) hospital reported the following issue with a device from patient monitoring: when the spo2 alarm is silenced from the cns, rns or g9 (bedside monitor), the g9 reboots. This is noted to be occurring on multiple g9s. The g9 is connected to the patient via bsm-1733a (connected via dau) and a gz-120p (connected via hiq view). The bsm-1733a is monitoring spo2 and the gz-120p is monitoring ECG. When the spo2 alarm is silenced (from the rns, cns, or g9) the g9 generates an error and reboots. The error displayed is: "fatalerror: nline[1136] ercd[-28] syer[0] [../shared/utf8n/nuclfixedstatusdata.c." When ECG alarms are silenced the system performs as designed. When hiq view is turned off and the spo2 alarm is silenced the system performs as designed. Service requested: troubleshooting. Service performed: nk field support engineer gathered the relevant information, and an irc was initiated to investigate the issue (irc-nka 300198828). Investigation summary: the root cause is determined to be a combination of hiq function availability and spo2 alarm settings. It was confirmed that the phenomenon was caused by the software in the facilities where the hiq-view function was provided or used, and the alarm silence setting of spo2 was set to on. Investigation determined the issue poses low risk. The reported issue does not require further investigation through CAPA process as assessed by nkc in the irc-nka 300198828. Additional device information: d10 concomitant medical device information: the following device was used in conjunction with the cns. Central nurse's station. Model: cns-6801a. Sn: (B)(6). Transmitter: model: gz-120pa. Sn: (B)(6) .

Event description:
The network engineer reported that the bedside monitor reboots when the spo2 alarm is silenced from the central nurse's station (cns), remote network station (rns), or bedside monitor. No patient harm reported.